Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, while being applied at the vessels and tissue around the kidney, after a couple of firing, the handle made a cracking noise. The handle did not work well during firing and was replaced with a new one. A new stapler device was used to complete the case. There was no patient injury.